Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having anterior cervical corpectomy and fusion due to ossification of the posterior longitudinal ligament (c5-6) it was reported that during cage placement, jack-up and provisional fixation were repeated, and the final placement position was determined. Provisional fixation and final tightening were then performed. Although sufficient torque was applied during this process, jack-down occurred. Upon removal, it was found that the set screw involved in the jack-up mechanism had caused a cross-thread in the implant, preventing proper torque application (no issues were noted at the time of opening). Normal torque cannot be applied to the set screw, and final fastening was not possible. A different product was opened, and the procedure was completed without further issues. It is believed that the device was cross-threaded while the temporary fixation was repeated several times. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3; product analysis: (B)(4) lot# ca21f054 visual and optical examination identified that it appears that the hex of the screw has been damaged. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.